Manufacturer narrative:
The device was manufactured between 27jan2016 and 28jan2016. The device was received for evaluation containing approximately 240 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked. Prior to patient use, the device was found to be leaking when the outer packaging was opened and droplets were observed. The device was filled with 2000mg of fluorouracil hs 2000mg diluted in an unspecified volume of 0.9% sodium chloride. There was no patient involvement. No additional information is available.